Manufacturer narrative:
As received only the distal end of the lead was received for analysis. The reported events of loss of capture and high pacing impedance were confirmed. Visual inspection of the lead found calcification around the ring electrode, right ventricular shock coil and superior vena cava shock coil. The cause of the reported events of loss of capture and high pacing impedance was isolated to the calcification covering the conductors. All other damages were consistent with procedural damage.

Event description:
New information noted that that right ventricular lead lead continued to have high capture thresholds, high impedance, and was oversensing noise. The was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had elevated capture thresholds and increased low voltage impedance. No intervention was performed. The patient was stable and would be monitored.